Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for motor error for the second time after delivering bolus. Blood glucose reading was 211 mg/dl. The insulin pump required the rewind sequence to be performed. Troubleshooting was performed. The customer was able to complete the rewind sequence. Advised that the insulin pump will be replaced. Customer mentioned that she hasn't been able to upload into carelink. Advised that assistance will be provided when she has time. Nothing further reported.